Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that before use, the cs100 intra-aortic balloon pump (iabp) was intermittently showing electrical test failure #50. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse observed that system it is showing intermittently electrical test failure #50. Checked the system problem found with pm 5000 hours kit. The customer is not interested buy pm 5000 kit . No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.